Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was noted oversensing noise and causing inappropriate automatic mode switch. The lead was capped and replaced on nov 18, 2020. The patient was stable.